Manufacturer narrative:
This report is filed june 21, 2016. (B)(4). Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2016. It is unknown if there are plans to reimplant the patient as of the date of this report.